Event description:
On (B)(6) 2009 I had a medtronic pain pump model 8637-40 implanted. About 3 weeks ago, I experienced four or five shocks from the device and then it stalled. This caused me to have withdrawal symptoms from the morphine I was getting. I went to my doctor who checked it and said it had stopped. I was given morphine by mouth to take, then the pump started working again and I almost suffered an overdose of morphine. I went back to my doctor who said the pump had started again. My doctor contacted another doctor in (B)(6) to replace the pump for me. I am having the surgery on (B)(6) 2015. Dr (B)(6) is doing the surgery. I not find out the pump was a class I recall of which I was never notified. I think something should be done about the recall because the company nor the doctor who implanted it has ever told me it was recalled.